Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced foreign matter in syringe. The following information was provided by the initial reporter: unfortunately in the following batches I still found this ¿liquid¿ in the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for foreign matter (in barrel). The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. A review of risk management document 150rmn-0001-16, revision 15, indicates that the potential risk of this specific reported incident (insulin syringe, foreign matter (in barrel)) was captured and addressed. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.